Event description:
It was reported that the gantry foot pedal was not working and intermittently moved the gantry up and down. No injury reported. A field engineer was dispatched to the site. As of today the investigation is still in progress.

Event description:
It was determined that the left footswitch was not working due to a faulty connection. The footswitch connection was repaired and the system was working as intended. Per the field engineer there was no indication that unintended system movement had occurred.